Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned; the complaint cannot be confirmed. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated reports: 0001822565 - 2019 - 01609, 0001822565 - 2019 - 01608, 0001822565 - 2019 - 01607, 0001822565 - 2019 - 01604. (B)(4). Concomitant medical products: part number: lot code: description: 00840004510 63287679 humeral stem, 00840009000 63610435 humeral screw, 00840001507 63175486 ulnar component, 00840009500 63570105 articulation kit. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient experienced severe pain and disability secondary to post operative radial nerve palsy. The event was reportedly not device related, but related to the surgical procedure. No further information is available at this time.